Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over five (5) years since the subject device was manufactured. Based on the results of the investigation, the probable cause of the malfunction could not be identified. The event can be prevented by following the instructions for use which state: IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
Olympus was informed that the gastrointestinal videoscope had loose cables, rusted casing and damaged lens. The device was returned for repair and during the device evaluation, it was found that the air/water cylinder and air/water tube had foreign material. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned and evaluated. In addition to the malfunction documented in b5, the additional evaluation findings are as follows: aw cylinder had no color, s cylinder had no color, no water leakage was found, electrical safety test, insulation resistance failed due to a scratch on the c-cover, play in the up/down knobs was out of standards, play in the right/left knobs was out of standards, adhesive around objective lens had a chip, adhesive around light guide lens had a white-clouded area, adhesive on a-rubber had a white clouded area and connecting tube had a buckling, and universal cord had a wrinkle. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.